Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal connector of the lead was extrinsically bent. The body of the lead became extrinsically distorted. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was reported that during the implanted procedure, the helix of the right atrial (ra) lead took too many rotations to extend and retract. While the helix extension and retraction was being tested, the helix appeared to be stuck. The ra lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.